Event description:
It was reported that this right atrial (ra) lead had a visible insulation breakdown during a generator changed. A lead repair kit was used and there were no out of range impedances. This lead was surgically repaired and remains in service. No additional adverse patient effects were reported. Additional information received which indicated that the location of the insulation breakdown was close to the header on the lead. Subsequently, the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead had a visible insulation breakdown during a generator changed. A lead repair kit was used and there were no out of range impedances. This lead was surgically repaired and remains in service. No additional adverse patient effects were reported. Additional information received which indicated that the location of the insulation breakdown was close to the header on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had a visible insulation breakdown during a generator changed. A lead repair kit was used and there were no out of range impedances. This lead was surgically repaired and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.